Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.

Event description:
A cypher us rx 2.25 x 13 was removed from the hoop and immediately wiped with a heparinized saline gauze 4 x 4. The distal tip was noted to be stretched with the stent shifted off of the balloon after it was wiped and before it was placed on the table. There was no report of excessive force being applied while wiping the device or removing the device from the hoop. There was no report of anything abnormal about the packaging.

Manufacturer narrative:
Information received from an account indicated that while attempting to advance a 2.25mm x 13mm cypher stent over a 0.014 pro wire guidewire, resistance was encountered. The decision was made to remove the stent and while doing so the stent delivery system unraveled. The site initially reported that "a cypher us rx 2.25 x 13 was removed from the hoop and immediately wiped with a heparinized saline gauze 4 x 4. The distal tip was noted to be stretched with the stent shifted off of the balloon after it was wiped and before it was placed on the table. There was no report of excessive force being applied while wiping the device or removing the device from the hoop. There was no report of anything abnormal about the packaging. Further investigation revealed that the stent delivery system unraveled after being advanced over a guide wire and when it was removed from the guide catheter. It is unknown if the device exited the guide catheter. The sds was removed without use of additional devices or procedures and no force was used to remove the device. There was no injury to the patient and the procedure was completed with another similar device using the same guidewire and guiding catheter. The stent was not manipulated after it was removed. All of the devices used had prepped normally and appeared normal prior to use. The guiding catheter was not kinked or damaged in any way after it was removed. Details about the target vessel and vessel/lesion characteristics were not known. The device was returned for evaluation. The reported customer complaint of unraveled stretched as well as the unreported event of stent offset/out of position was confirmed through failure analysis. Upon review of the information provided, the received condition of the device, and the failure analysis evaluation, the damages found with the sds appears to have only occurred through user manipulation. There is no indication that there is a design or manufacturing related issue, therefore, no corrective action is needed. One non sterile cypher us rx 2.25 x 13 was received coiled inside of a plastic bag. The body/shaft was found separated in two parts only joined by the coil wire, see attachment; the inner body presented an elongated condition. Two kinks were observed at 107cm and 108.5cm from hub. The stent was received detached from the sds balloon and no damages were found on it. The distal tip was received damaged. At a glance, the balloon presented no damages. The balloon was inspected under a microscope and the bumping and crimping marks were noted on it. A lab sample guide wire 0.014" was inserted inside the wire lumen trough the guidewire port until the fractured section and no resistance or friction was felt. The reported failure as "sds-unraveled/stretched" was confirmed due the product condition, the exact cause of this failure could not be conclusively determined, at this time the root cause is speculative and based on the product condition, this issue could have happened during procedure. The reported failure as "stent- offset/out of position" was confirmed since the stent was received detached from the sds balloon. The cause of this failure is undetermined; there was evidence of crimping and bumping marks. There were no obvious indications of damages that relate the reported issues to the manufacturing process of the unit. No corrective action will be taken at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.